Manufacturer narrative:
There is no known patient involvement. Event date. The event date was not provided by the facility. This information will be provided in a follow-up report if and when made available. The model and serial number have not been disclosed by the facility. This information will be provided in a follow-up report if and when made available. PMA 510(k): the heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Mfg date: the serial number has not been provided, so the manufacture date is unknown. This information will be provided in a follow-up report if and when made available. Sorin implemented a field safety notice for disinfection and cleaning of sorin heater-cooler devices. The z number is z-2076/2081-2015. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group received a report that the sorin heater-cooler system 3t tested positive for bacterial contamination after use. The customer also stated that they were unsure if cleaning procedures had been followed according to the IFU from the first use of the machine. There is no known patient involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the sorin heater-cooler system 3t tested positive for bacterial contamination after use. The customer also stated that they were unsure if cleaning procedures had been followed according to the IFU from the first use of the machine. There is no known patient involvement.